Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device's readiness display did not show ok and showed the attention and battery icons. It was observed that the analog pcb assembly caused the device not to remain on to charge and shock defibrillation energy. Physio-control then further evaluated the analog pcb assembly and determined that the likely cause of the reported failure was due to an electrically leaky filter, designator fl9 on the analog pcb assembly. It was also observed that an internal hlc battery, designator bt1 was depleted and damaged. It is unknown why internal hlc battery, designator bt1 was damaged and was unable to be charged.

Event description:
It was reported to physio-control that the customer's device showed an attention icon in the readiness display. Physio-control evaluated the device and verified the reported failure. It was observed that the device also displayed the battery icon in the readiness display and that the device would not remain on to charge and deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report indicates: (B)(4). The initial medwatch report should indicate: (B)(4). The initial medwatch report indicates: (B)(6). The initial medwatch report should indicate: (B)(6). The initial medwatch report indicates: (B)(6). The initial medwatch report should indicate: (B)(6).